Event description:
It was reported that the right ventricular (rv) lead exhibited high impedance and noise. A lead fracture was confirmed. It was noted that the patient received inappropriate therapy. The lead was explanted and replaced. No further patient complications have been reported as a result of this event.